Event description:
It was reported that a patient experienced encapsulating peritoneal sclerosis, coincident with peritoneal dialysis therapy. The encapsulating peritoneal sclerosis was manifested by nausea, vomiting, and partial adhesion of intestine. The cause of the event was not reported. On unreported date(s), the patient was treated with prednisolone 20 milligrams daily (orally, duration not reported) for the encapsulating peritoneal sclerosis. It was not reported if extraneal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the encapsulating peritoneal sclerosis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is from a literature study in (B)(6). The study is titled, "encapsulating peritoneal sclerosis in the era of a multi-displinary approach based on biocompatible soltuions: the next-pd study". Authors of the literature study are: masaaki nakayama, masanobu miyazaki, kazuho honda, kenji kasai, tadashi tomo, hidetomo nakamoto, and hideki kawanishi. On an unreported date, the patient experienced encapsulating peritoneal sclerosis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. -